Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (pt treated) has been confirmed. The pt was treated inappropriately. Upon evaluation, water damage was discovered on the pca board inside the distribution node (dn) of the electrode belt. The cause for the inappropriate treatment is water damage to the dn pca in combination with the pt putting the device on while the battery was inserted. Reassembling the device while the battery is powering the monitor creates artifact signal which can lead to false detections. The root cause of the water damage is likely a result of the pt reassembling the device while her skin was still wet from the shower. In addition, the pt used the response buttons before and after the shock, but not sufficiently to cease the treatment sequence. No adverse event resulted from the damaged distribution node. The pt received a new electrode belt.

Event description:
An (B)(6) old female pt contacted zoll customer support to report that she was treated. The pt reported she left battery in device while she showered, put the device back on afterward, and was then treated. The pt was issued a replacement electrode belt.